Event description:
It was reported that the line repeatedly broke, resulting in blood loss. The event occurred during infusion, monitoring, and required additional monitoring and unspecified interventions. There was patient involvement, but no patient harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported complaint separation was confirmed. During visual inspection, the pressure tubing was received separated from the female luer of the stopcock. When the end of the tubing was microscopically examined, there was insufficient solvent coverage around the tubing. The probable cause of the separation had occurred due to an error during assembly a monterrey.